Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Headspring section off ivc bed, crack by weld on cross tube at frame.

Event description:
Per a communication with invacare (B)(4), the crack in the weld has been confirmed. This unit has been scrapped. This was received back at invacare (B)(4) on 5/30/2016. Headspring section off ivc bed, crack by weld on cross tube at frame.